Manufacturer narrative:
The investigation for the ventricular tachycardia and pump stop has been completed. The root cause of the vt was unable to be determined due to insufficient clinical details. The clinical details stated that "pt attempted to get out of bed sporadically without help from staff. Impella was secured properly in 3 point fixation. However, pt stepped on white cable and stood up abruptly. This caused a total tear in driveline at red impella plug. Impella stopped immediately." There were no data logs returned. The product was returned and the impella catheter with the kink protector was pulled out of the red handle and all lines were broken. There was glue seen around the kink protector. Based on the clinical details and returned product analysis, the root cause of the pump stop was due to open electrical lines.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A patient with a history of cardiomyopathy, mitral regurgitation, and an anomalous left circumflex artery, underwent insertion of an impella 5.5. During support, the patient experienced an episode of ventricular tachycardia. The bedside nurse stated that the event did not appear to be impella-related. However, it remains unclear whether the device contributed to the arrhythmia. Subsequently, the patient spontaneously got out of bed, stepped on the white cable, and stood up abruptly, resulting in a complete tear of the driveline at the red plug. The pump stopped immediately. The clinical representative was notified and advised the staff to retract the impella 5.5 across the aortic valve. The damaged device was explanted and replaced with a new impella 5.5. The patient survived the explant procedure and was reported to be in stable condition following the event.